Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2021. H.6. Investigation: customer returned (20) 3/10cc, 8mm, 31g relion syringes in open poly bags with the shelf carton from lot # 9007876. Customer states that liquid came out of syringe while depressing the plunger rod to remove air. All returned syringes were examined and no foreign matter was observed in any of the returned syringes. All samples were also tested and no foreign matter came out of any of the samples. A review of the device history record was completed for batch# 9007876. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
Material no. 328512 batch no. 9007876. It was reported that during use of the relion® insulin syringe liquid came out of syringe while depressing the plunger rod to remove air. The following information was provided by the initial reporter: consumer reported seeing liquid coming out of the syringe through the needle when she depressed the plunger rod to remove the air. Problem occurred about one week ago, date is unknown. Consumer does not re-use, samples will be submitted for evaluation.

Event description:
Material no. 328512 batch no. 9007876. It was reported that during use of the relion® insulin syringe liquid came out of syringe while depressing the plunger rod to remove air. The following information was provided by the initial reporter: consumer reported seeing liquid coming out of the syringe through the needle when she depressed the plunger rod to remove the air. Problem occurred about one week ago, date is unknown. Consumer does not re-use, samples will be submitted for evaluation.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9007876. All inspections and challenges were performed per the applicable operations qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 328512, batch no. 9007876. It was reported that during use of the relion® insulin syringe liquid came out of syringe while depressing the plunger rod to remove air. The following information was provided by the initial reporter: consumer reported seeing liquid coming out of the syringe through the needle when she depressed the plunger rod to remove the air. Problem occurred about one week ago, date is unknown. Consumer does not re-use, samples will be submitted for evaluation.